Event description:
The physician reports that the crystalens haptic tore when delivering the lens using a lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A second crystalens was implanted successfully.

Manufacturer narrative:
.